Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the upper and lower cases were broken, the display lens was cracked, the ring cover and both bail covers were broken, the battery contacts were compressed and the serial number label was missing. (B)(4).

Event description:
It was reported that the display on the external pulse generator was cracked and a test and calibration procedure was additionally requested. The generator was returned for service. There was no patient involvement.